Event description:
The customer reported that their pump screen was dark and would not turn on. Reportedly, the customer had accidentally put the pump into storage mode. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer administered a manual injection of insulin to address the bg. Technical support provided education on resolving storage mode issues and best practices for battery management, which the customer understood and acknowledged.